Event description:
Boston scientific crm received info that this right ventricular (rv) lead was capturing in the right atrium (ra). The lead was found to have dislodged. After several attempts, the lead was repositioned. The pocket was closed, however, the lead dislodged shortly after pocket closure. This lead was removed and a new lead was successfully implanted. To date, no adverse pt effects were reported. Dates were provided to us by boston scientific.